Manufacturer narrative:
Additional manufacuring narrative: attempts for the return of the product as well as additional information requests have been made in order to identify the product involved in the reported event. The customer indicated that the product used for this event was discarded and the lot/serial number was not available. If new information is obtained, a follow-up report will be submitted.

Event description:
It was reported: "pt was hooked up to tele pack. Spo2 was reading between 35-60% with a perfect pleth. The cords were switched, pt was plugged into hard monitor, batteries were changed, fingers were switched. The patient was in no distress and a portable pulse ox was put on the patient that read 99%. We knew that the monitor reading was incorrect because of this but continued to read incorrectly." No consequences or impact to patient.